Manufacturer narrative:
The user facility submitted report number (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male end of an unspecified number of clearlink continu-flo solution sets was cracked. The reporter stated that the IV line was primed, and ¿when it was opened¿ the male end of the set was noted to be cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.